Event description:
Home pt (hp) reports connector of extension set separated from tubing when pt went to remove pull ring tip protector during therapy set up. Hp immediately capped off the transfer set and used a new set. Hp reports no injury or medical intervention as a result of incident.